Event description:
It was reported that the patient experienced weakness and a gastrointestinal (gi) bleed on (B)(6) 2019. The cause of the gi bleed was angiodysplasia which was treated and resolved by blood transfusion and argon plasma coagulation (apc).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial report was submitted on 15sep2022 with a g3 date of sep 12, 2022. The correct g3 for the initial report should have been aug 19, 2022. No further information was provided. The manufacturer is closing the file on this event.